Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure has been indicated due to instability likely caused by too small of a tibial bearing being initially implanted; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to instability caused by patient having a valgus knee. Initially a bearing swap was going to be performed, but once inside the knee it was decided to revise the femoral component, tibial tray, and both bearings due to a large gap in the knee. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to instability caused by the medial collateral ligament stretching following the initial procedure. Operative report further noted a 5-6 mm gap on the medial side which would require significant bearing mismatch. As a result, patient was converted to a biomet 360 revision knee as bearing leveling was not advised during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01836).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to instability caused by patient having a valgus knee. Initially a bearing swap was going to be performed, but once inside the knee it was decided to revise the femoral component, tibial tray, and both bearings due to a large gap in the knee.